Event description:
It was reported that the patient had irritation and itching after implantation. The areas affected were the right/left side of the buttocks/coccyx area and sometimes it went down her legs. The itching was sporadic and when it itched, it itched like 'crazy.' The patient had not turned the device off to see if the itching resolved. When the stitches were removed, the itching seemed to improve. The patient was given an antibiotic for the itching one week after implantation. The patient also used adult diapers and felt as if this also caused the area to be irritated and itch. Once the patient discontinued the adult diapers, this improved. Using an antibiotic caused the patient to have a yeast infection and jock itch. The patient was given a cream to eliminate this. The patient's therapy was working 'beautifully.' Additional information was requested

Manufacturer narrative:
Product ID 3093-28, lot# v988002, serial#, implanted: 2012 (B)(6), explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient experienced a fall which caused her coccyx pain. The patient did not require hospitalization due to the event. No patient injury was reported.